Manufacturer narrative:
Patient information was unavailable from the site. The universal drill guide (udg) was returned to the manufacturer for evaluation. Testing found that the drill guide shaft was broken free of the handle of the returned drill guide. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a universal drill guide (udg) was reported to be damaged. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue was discovered after the part was sent up from the central supply department at the site.